Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the device in great condition. The pump event history log review showed a motor rate error in history. The reported event was verified during occlusion tests and the issue was caused by worm coupling and worm gear, however both were new and no physical or any other damage was found. The root cause was undetermined. The technician replaced worm coupling and worm gear. Performed occlusion tests and all functions tests passed.

Event description:
It was reported that an alarm motor rate error was displayed. No patient injury was reported.